Event description:
It was reported to boston scientific that the stone cone nitinol urological retrieval coil device was inserted into ureter, however, it was unable to pass a stone. Once, the device was removed outside the body the sheath was found deformed. The blue/green coating at the distal end of the device had possible bunching and exposed the wire. No part of the device was reported to have detached. No patient complications were reported as a result of this event. The patient's condition was reported as "good."

Manufacturer narrative:
The complaint sample was visually inspected and analyzed. It was noted that part of the cone was peeled away from the core wire confirming the customers reported condition..